Event description:
It was reported that the patient "felt some shocks." Attempts to follow-up to determine if the shocks were inappropriate or normal therapy were not successful because the patient has not visited the physician's office since the patient made the report. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.